Event description:
Terumo medical corporation received the following reported information: the doctor decided to use an angio-seal at the end of the cerebral angiography. The introducer was attempted to be inserted however it did not advance. It was decided to use another, and it advanced without any problems. There was no harm to the patient and no blood loss.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: biomedical analist. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, arteriotomy locator, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The locator and hemostasis sheath are fully mated. A kink is present in the locator and sheath near the blood inlet holes. Dimensional analysis was also performed by measuring the od of the locator and hemostasis sheath. The dimensions were found to be as follows: locator od - .091 sheath od - .115. The locator and hemostasis sheath were found to have been within the appropriate specification of 0.092'' +.000 / -.002 and 0.114" +/- 0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The hemostasis sheath and locator were returned fully mated and kinked at the blood inlet hole. The complaint could be confirmed for a kinked sheath and locator assembly. The exact root cause could not be determined. The likely was determined to have been damage sustained by the sheath and locator assembly during device insertion into the patient. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).